Event description:
It was reported that on literature review "perforation of the knee joint following antegrade intramedullary nailing of a comminuted femoral diaphyseal fracture: a case report", 1 patient showed one of the distal interlocking bolts backing out and tenting skin after a cephalomedullary nail fixation procedure using a trigen meta-tan antegrade femoral nail device. The event were treated by revision surgery for removal of this bolt. Patient outcome is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. Cite: flood m g, wie b j, sullivan m p (may 05, 2022) perforation of the knee joint following antegrade intramedullary nailing of a comminuted femoral diaphyseal fracture: a case report. Cureus 14(5): e24747. Doi 10.7759/cureus.24747

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device could not be returned for evaluation. The clinical/medical investigation concluded that, there is a likely route cause. The patient¿s history of osteopenia, the nature of his comminuted spiral femoral shaft fracture, the femoral shaft rotation and/or physical activity are likely contributing factors to the backing out of the inferior distal interlocking bolt. The patient impact is determined to be the extraction of the interlocking bolt. A review of instructions for use documents for intramedullary nail system revealed that proper size, length, side and type selection as well as use of intramedullary nails is essential to safe and effective fracture treatment. Care prior to bony union stablish to immobilize and/or externally support skeletal structures that have been implanted with surgical metallic implants until skeletal union is observed. Early weight bearing substantially increases implant loading and increases the risk of loosening, bending or breaking the device. Early weight bearing should only be considered where there are stable fractures with good bone-to-bone contact. Patients who are obese and/or noncompliant, as well as patients who could be pre-disposed to delayed or non-union, should have auxiliary support. Patients and nursing care providers should be advertised of these risks. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal loading of limb, alignment, size selected, patient anatomy, procedural/user error and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: h6 (health effect - clinical code).